Event description:
It was reported that the visera elite video system center had some bent pins so when the scope goes it was not connecting it properly. The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it could not be connected properly because the pins of the video connector socket were bent. However, a root cause for the malfunction could not be identified. Olympus will continue to monitor field performance for this device.